Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted using the pre-close technique prior to a patent foramen ovale (pfo) procedure. Reportedly, there was some resistance opening the foot, and bleeding from the marker lumen did not stop even after good apposition was felt. There was difficulty closing the foot and the device was difficult to remove. The lever was eventually closed, and the device was withdrawn from the patient anatomy without any vessel damage. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to greater than 10f and the pfo procedure was completed. Hemostasis was achieved with the pre-placed suture. There was no reported adverse patient sequela and no clinically significant delay in the procedure or therapy. It was noted later by the sales rep that the foot was missing on the defective device. However, it was confirmed that no foot separation was noted by the physicians upon device removal. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The reported difficulties were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on observations from the returned device analysis, the cause of the reported difficulties appears to be related to inadvertent user error. The subsequent treatment appears to be related to circumstances of the procedure. In this case, it is possible interaction with the anatomy initiated the difficulty opening the foot. Once the foot was opened within the vessel it is suspected that the plunger was inadvertently pushed in prior to the device being retracted against the vessels wall. The inadvertent deployment of the plunger would engage the anterior and posterior needles with the foot. This condition would then likely lead to the vessel wall being pulled back with the device as retraction is attempted causing the marker port to remain in the vessel allowing for the continued mark. Due to the partial deployment of the plunger the foot would not be able to be closed without severe damage to the follower as was noted in the returned device analysis. Additionally, the deployed needles would increase the likelihood of a material separation of the foot and the foot remaining open causing the difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted using the pre-close technique prior to a patent foramen ovale (pfo) procedure. Reportedly, there was some resistance opening the foot, and bleeding from the marker lumen did not stop even after good apposition was felt. There was difficulty closing the foot and the device was difficult to remove. The lever was eventually closed, and the device was withdrawn from the patient anatomy without any vessel damage. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to greater than 10f and the pfo procedure was completed. Hemostasis was achieved with the pre-placed suture. There was no reported adverse patient sequela and no clinically significant delay in the procedure or therapy. It was noted later by the sales rep that the foot was missing on the defective device. However, it was confirmed that no foot separation was noted by the physicians upon device removal. Subsequent to the initially filed report, the following additional information was received: device analysis noted a link separation, and the link/cuff was not returned. The location of the detached link/cuff is unknown. It was confirmed that the link/cuff separation was not noted when the device was removed. No additional information was provided.